Event description:
Baxter (B)(4) received a report that there was liquid in the central core of an infusor after compounding. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of an infusor with liquid in the central core was confirmed. Investigation of the sample revealed that the plug was uneven at the stress member, causing solution to get inside the stress member. The root cause was due to the plug being misassembled, allowing air and liquid to leak into the inside of the stress-member. As a corrective action, awareness training was performed, however, this product was manufactured prior to this training. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.